Event description:
A discordant advia 1650 hemoglobin a1c patient result was reported to the doctor. The sample was retested at the doctor's request and a corrected result was reported out. Another discordant result was obtained on a different sample. The discordance was recognized before being sent to the doctor. There was no report of patient intervention or adverse health consequences due to the discordant a1c result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument indicated that there was a malfunction of the dpp probe and sp syringe. The instrument is performing within specifications. No further evaluation of the device is required.